Manufacturer narrative:
The lot was manufactured june 1, 2018 to june 4, 2018. Four (4) samples were received for evaluation. Visual inspection revealed fluid inside the bags that contained the devices. The cause of the fluid inside the bags was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the four samples with water and manually tightening the blue winged luer caps. During filling and the next day, there were no signs of a leak from the samples. The reported condition was not verified for the four returned samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) small volume intermates were leaking prior to patient use. The devices were filled sodium chloride (nacl) solution. There was no patient involvement. No additional information is available.